Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken wireguard and coil wire due to chronic implant movement which has led to device failure over time. As per received information a damage to the wireguard due to cyclic loads has highly likely led to this fatigue fractures of the wires and wireguard. The recipient is using a CPAP mask which might have contributed to the observed damage. The problems given in the recipient report seem to be congruent with the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The audiologist reported that the user was not able to hear any sounds when using the device. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reported that the user was not able to hear any sounds when using the audio processor (ap).